Event description:
The dual trigger rotary was sent for eval because it was reaming while in drill mode during a surgical procedure. The case was completed with a back-up device without any delay. There was no pt injury or adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.